Manufacturer narrative:
The pump remains in use supporting the patient and no further related events have been reported. A correlation between the device and the reported driveline and probable pump pocket infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2017 due to a driveline infection and ventricular tachycardia. The patient did not want a pump exchange and elected to be in hospice care. The pump was not explanted per the family¿s request.

Manufacturer narrative:
Patient¿s age was not provided. Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 1 year and 2 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient was admitted into the hospital due to excessive drainage noted from the driveline exit site. The patient experienced leukocytosis, with a white blood cell count of 15.4 x 10^9l, and procalcitonin was .33 ug/l. The patient also experienced pain over the driveline. The culture showed grew staphylococcus aureus. The patient was taken to the or for debridement and wound vacuum placement. The surgeon suspected pump pocket infection, and IV vancomycin was administered for treatment. On (B)(6) 2017, it was reported that the patient decided not undergo device exchange. The patient is ¿feeling better¿, and plans for discharge from a rehabilitation center had been made. No additional information was provided.